Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary according to the information received, the patient underwent the open reduction internal fixation surgery for the distal radius fracture. Before the surgery, when the depth gauge was delivered to the hospital and the nurse checked it, the movement of the depth gauge was very bad. The surgeon used another device and the surgery was completed successfully without any surgical delay. No further information is available. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection of the returned device during the visual inspection the device was found rough running and in a very used condition. The functionality of the device is still given. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. It should be noted that product failure is multifactorial. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot part: 03.111.005 lot: 8705602 manufacturing site: hägendorf release to warehouse date: dec. 17, 2013 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal radius fracture. Before the surgery, when the depth gauge was delivered to the hospital and the nurse checked it, the movement of the depth gauge was very bad. The surgeon used another device and the surgery was completed successfully without any surgical delay. Patient was stable. This report is for a depth gauge for 2.0mm/2.4mm and 2.7mm screws. This is report 1 of 1 for (B)(4).